Event description:
This report is being filed to provide an update to coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedances on the left ventricular (lv) lead. A review was performed which showed 3 impedance spikes previously, but only one had gone out of range. Noise was also observed on the right ventricular (rv) channel. A previous noise episode showed the signal is minute ventilation which was oversensed and caused inhibition of just over 2 seconds. Boston scientific technical services indicated that it appears to be a spring contact issue. At this time, the patient is being monitored and the system remains in service. The right ventricular (rv) lead is another manufacturer's product. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedances on the left ventricular (lv) lead. A review was performed which showed 3 impedance spikes previously, but only one had gone out of range. Noise was also observed on the right ventricular (rv) channel. A previous noise episode showed the signal is minute ventilation which was oversensed and caused inhibition of just over 2 seconds. Boston scientific technical services indicated that it appears to be a spring contact issue. At this time, the patient is being monitored and the system remains in service. The right ventricular (rv) lead is another manufacturer's product. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedances on the left ventricular (lv) lead. A review was performed which showed 3 impedance spikes previously, but only one had gone out of range. Noise was also observed on the right ventricular (rv) channel. A previous noise episode showed the signal is minute ventilation which was oversensed and caused inhibition of just over 2 seconds. Boston scientific technical services indicated that it appears to be a spring contact issue. At this time, the patient is being monitored and the system remains in service. The right ventricular (rv) lead is another manufacturer's product. No adverse patient effects were reported.